Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during dft testing, an alert for possible output circuit damage and aborted therapy were noted. External defibrillation was delivered. The device code was downloaded to clear the alert. Suspected rv lead issue. The device remains implanted.